Manufacturer narrative:
Section b5 and h6 were updated. Section h10: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. The "robotic drill critical error" message appeared. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual evaluation, a definitive cause cannot be determined, factors contributing to the reported symptom may have been associated with an improper assembly process or an internal exposure motor connectivity issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill has stopped spinning at the start of the case. After this, a "robotic drill critical error" message appeared. At this time, the drill was not connected to the console while it was plugged in. The surgeon decided to complete the surgery as a mechanic tka. The surgery was continued after a non-significant delay, with a s+n back-up drill. No injuries were reported. At the end of the surgery it was also impossible to unlock the ri robotic drill attachment form the drill.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill has stopped spinning at the start of the case. After this, a "robotic drill critical error" message appeared. At this time, the drill was not connected to the console while it was plugged in. The surgeon decided to complete the surgery as a mechanic tka. The surgery was continued after a non-significant delay, with a s+n back-up drill. No injuries were reported.

Manufacturer narrative:
Updated results of investigation: the real intelligence robotic drill, part number rob10013, serial number (B)(6), was returned for evaluation. The external condition shows minor signs of wear. Nothing was identified visually that contributed to the reported problem. An image was provided. The reported problem was confirmed with a visual inspection. The "robotic drill critical error" message appeared. A functional evaluation was performed, and the reported issue was confirmed. The handpiece failed during a mock test case, displaying a critical error after entering the locking state. The jammed handpiece was disassembled from behind because it could no longer be unlocked during a kpc test. The drill was disassembled, and the exposure motor was tested but was not responsive. A multimeter was used with the diode setting to test the continuity of the exposure motor encoder pins. A fault was found with encoder pins 2 to 8 and pins 8 to 10. The exposure motor unit was replaced with a known good motor, and the handpiece passed both a kpc test and a test case. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and a hardware update to the cori drill to reduce mechanical stress on drill exposure the motor.